Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08-oct-2018 with the following findings: contrast key was intermittently responsive to user input. Moisture was found under the contrast button contact.

Event description:
The pump was returned for investigation. Investigation revealed the contrast button was intermittently responsive. This report is made based on results of investigation completed on 08-oct-2018.